Event description:
Customer reported that they have had 8645 alarms not give an audible chirp when batteries are low nor did it state that batteries were low. The only indication was the box was flashing red on activation light & the battery light. Issue was resolved with new batteries. Customer says that when sensor pad was activated, it would not sound if pressure was taken off. The alarm never gave an audible low battery warning.

Manufacturer narrative:
The report is based solely on the information provided by the customer. The customer responded to the due diligence email stating that they do not have the alarm in question anymore as the alarm was not turned in to the supply chain as instructed, and they do not know where it is. No serial number was provided; therefore, the DHR for this alarm cannot be reviewed. Without the return of the device, the reported issue could not be confirmed. The historical complaint data revealed two similar alarm complaints for the last 2 years. One of the alarms was returned and evaluated by tidi products; at which time, it was found to be functioning according to manufacturing specifications. The other alarm was not returned for evaluation, but the customer responded to the due diligence email stating that they checked the chair alarm and noted the battery was low. New batteries were added, and the alarm was working properly. Considering two unconfirmed complaints for the last two years, the complaint rate or probability of occurrence is improbable. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test the fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file number (B)(4).